Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the device's mirror broke after 7000 joules. The case was completed with a different device. Boston scientific has been unable to obtain additional information regarding the patient outcome, despite good faith efforts.